Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the returned battery cap threads were stripped, and the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment was cracked. The returned battery cap threads were stripped and the cap could not be secured to the pump. During testing with the returned battery cap, reboots occurred. A test battery cap was used and was able to fully tighten and maintain electrical connection with the pump. Evaluation also revealed that the display was dim and discolored. A test display was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.